Manufacturer narrative:
The device referenced in this report was discarded by the user facility after the procedure therefore, a physical examination could not be performed. Based on the provided information, the ivl device functioned as intended. The ivl procedure was successful with no issues reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that after coding from complications during endarterectomy procedure, the patient was able to be stabilized. The patient was then transported from the operating room to the cath lab to undergo an ivl procedure to treat the left anterior descending artery (lad). The ivl balloon successfully delivered 80 pulses and the procedure was completed with no issues. During the night, the patient reportedly bled out and subsequently expired due to complications from endarterectomy.